Event description:
Covidien received a report from a biomedical engineer of an n-395 with no audio sound at post test or for alarms, and the problem was isolated to the speaker. A replacement speaker was ordered by the customer.

Manufacturer narrative:
The customer has ordered a speaker for replacement. Covidien requested that the speaker be returned for investigation.